Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and scleroderma ("auto immune disorder (scleroderma)") in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included raynaud's disease. Concomitant products included acetylsalicylic acid (aspirin) and nifedipine (procardia). In 2005, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2015, the patient experienced rash ("rashes or skin condition (look like burns)"). In (B)(6) 2015, the patient experienced scleroderma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia") and genital swelling ("swollen reproductive organs"). The patient was treated with surgery (to remove essure device/total hysterctomy ,uterus and cervix) and surgery (ablation). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, allergy to metals, urinary tract infection, fungal infection, female sexual dysfunction, scleroderma, rash, vaginal discharge and genital swelling outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital swelling, menorrhagia, pelvic pain, rash, scleroderma, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff appropriately sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event menorrhagia, apareunia, scleroderma, rashes, vaginal discharge, swollen genitals, essure confirmation test not done added.concurrent condition,concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy"), urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). The patient was treated with surgery ( to remove essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, allergy to metals, urinary tract infection and fungal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fungal infection, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff appropriately sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.